Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
It was reported the patient stated she had her ¿condition¿ since 2009 of increased tone and spasticity on the left side due to an angiogram procedure, and that started the ¿whole thing¿. Following the implant of the pump the patient stayed in the rehabilitation hospital for one month. They had to teach her how to walk again. The patient did not believe they were better off now than before the pump. The patient stated it has been over two months and they were still using a wheelchair or walker. The patient experienced episodes where her legs would get ¿real tight¿ can¿t bend her left leg and the mobility of her legs was not improving. It did subside some and the day of the report it was not so bad. The doctor had titrated the medication every two weeks. The doctor was increasing it up a little at a time so the patient would not have any problems with their bladder or bowels. The patient was doing outpatient therapy. The patient had ¿so much tone¿ in their ¿quads¿ and was considering doing botox. The physician told her that she didn¿t see the benefits but everybody else does. The patient said she still had trouble rolling over to get out of the bed in the morning and she was practically stuck in the bed, and then she can only get in her chair. She can only stand "for maybe" five minutes if she was leaning on something. The patient¿s expectations were that she would at least be walking somewhat normally with the walker. But she can¿t do that because her hip muscles are so tight from being in the wheelchair all the time and not doing much standing and walking. The patient stated she would like to get ¿this thing¿ out of her body because it was uncomfortable and she was not getting any results. She also indicated she was unhappy with the answers she was getting from her physicians. The patient called the physician¿s office yesterday, (B)(6) 2013, and he wasn¿t on call this weekend and she was told someone would call her back and she hadn¿t heard back yet. She stated that every time she speaks to the physician¿s office they make her feel like she was crazy and felt that after 8 weeks she should be seeing more results after the surgery then where she was at now. The pump was delivering baclofen. On (B)(6) 2013 the healthcare provider reported there was ¿no event¿. The patient had constipation which limited the ability to quickly titrate the baclofen pump rate. The patient was receiving improvement and benefits from intrathecal baclofen but not as expected due to constipation. The pump was delivering lioresal. On (B)(6) 2013 it was later reported that the patient had seen their health care provider (hcp) on (B)(6) 2013 and there were no current issues. On (B)(6) 2016 it was further reported that indicated that the patient had never received any symptom relief after having the pump implanted. The pump had never helped the patient and the patient felt very disappointed and very discouraged.. In an effort to resolve the issue, the dose had been increased at an unspecified time. The doctor believed it was possible that the catheter could have shifted. However, the patient did not experience a fall, trauma, or another known cause which would have resulted in the possibly shifted catheter. The patient¿s doctor referred her to a radiologist to do some testing on the system, but the patient was not aware of the exact details of the planned testing. The patient was also awaiting approval from her insurance company for the testing. Per the patient, she did not like traveling for refills once a month and wanted home infusion; however, her doctor denied the request. The patient also expressed that she wanted the pump removed, but her physician indicated that it would be dangerous to remove the pump and the patient would need to be on 600 mg of oral baclofen each day. The patient¿s pump delivered baclofen intrathecal, and the type, dose, concentration, and lot number were unknown to the consumer.

Event description:
The other medications the patient was taking, the patient's pertinent medical history, diagnostics performed related to the patient's lack therapeutic effect, and the interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.